Manufacturer narrative:
(B)(4). The sapien xt valve is indicated for use in a native aortic valve with severe calcific aortic stenosis, requiring aortic valve replacement (avr). In this case, the xt valve was deployed in the mitral position, within a pre-existing surgical ring. The thv training manuals and IFU do not instruct on deployment of the valve in these scenarios. Per report, the valve migration was attributed the existing prostheses which did not provided enough purchase for the sapien xt valve, due to lack of calcification and the compliance of the ring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of a sapien xt valve in a mitral ring, echo revealed the valve had migrated to the left atrium. The valve was explanted and replaced with a surgical valve. Initially, the patient presented for repair of mitral insufficiency. She had a previously implanted 29mm st jude tailor fexible ring in place. Treatment plan included implantation of a 29mm sapien xt valve. Transapical approach was planned but aborted due to cardiac tissue frailness per the surgeon¿s assessment. Transfemoral approach was now used via transseptal route. Access and valve placement were successful and without complications. Echo reported no pvl or central leaks and a 50:50 placement ratio could be seen. Upon removal of the access devices, echo revealed a migration of the valve into the left atrium. The team decided to transport the patient to the operating room. There, the sapien xt valve was removed from the atrium and a 27mm st. Jude epic valve was surgically implanted. The patient remained stable during the procedure. Pod7 the physician indicated the patient was recovering in stable condition. The valve migration was attributed the existing prostheses which did not provided enough purchase for the sapien xt valve due to lack of calcification and the compliance of the ring.